Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device caused handpieces to run while in the "off" position and while in safe mode. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device caused handpieces to run while in the "off" position and while in safe mode. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.